Manufacturer narrative:
(B)(4). A maquet field service technician visited the hospital and found that the spring arm was broken at the weld seam. The device was removed from service, pending replacement of the broken arm. The investigation is on going and the results will be included in a follow up report.

Event description:
(B)(4). The customer reported that a surgical light spring arm broke while the staff was manipulating it prior to a surgery. There was no patient involvement, and no injuries were reported. (B)(4).

Manufacturer narrative:
The damaged arm was replaced with a new one and the device returned to service. The unit that failed was investigated by the supplier: the front joint was found broken on both sides. Both fractures are beside the area of welding seam. The result shows that the defect is not a welding seam break but a material breach. The area of fracture was in two steps. The shiny and corroded breaking in the upper position demonstrates a crack initiation caused by an overstressing in the past. The dull finish area of fracture shows a recurrence overstressing that led to the complete breakage over time. Based on this investigation, it can be assumed that the failure was caused by an improper use of the device. The powerled series operating manual includes some instructions in order to "position the light prior to any procedures to avoid having to move it more than necessary later on".

Event description:
(B)(4).